Event description:
Customer tested and received results 20 minutes part of 432, 119, 41, and 118mg/dl. Customer finally decided to go to the emergency room where they received a reading of 130mg/dl. A review of the system was conducted over the phone. All tests performed according to specifications. The customer did not have control solution to complete the testing so it was sent to customer. Customer will call when customer receives the control solution to complete the testing.